Event description:
Patient underwent explant surgery. The devices were discarded.

Manufacturer narrative:
(B)(4).

Event description:
Clinic notes were received for patient¿s vns removal surgery referral. Per notes dated (B)(6) 2016, patient has had some side effects of the vagal nerve stimulator such as vocal cord paralysis with stimulation and some gi distress since the implant. The family just feels that it is not working well and also that patient still has significant discomfort from the stimulator due to presence of device even when the device is disabled. Patient saw a external provider for the vocal cord paralysis and so the neurologist has no information on that other than what was reported in the notes. Patient was last seen on (B)(6) 2016. The vns device was not disabled at that time and will be disabled on the date of surgery. Device diagnostics were okay. No known surgical interventions have occurred to date.